Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. From the downloaded electronic patient record and the device's key log it was observed that the device had indeed powered off. The files showed several power off events, followed by a power on. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device had powered off several times when it was used to monitor a patient. Each time the users powered the device back on. The patient was transferred to the hospital for further monitoring/treatment.